Event description:
It was reported that during a procedure, the tip of the guidewire broke off and dislodged into the lateral cortex when it was inserted. As a result, the fractured piece remains retained in the patient however, no patient complications have since been reported as a result of the event. The surgery was successfully completed with a different device. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign, event occurred in canada. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.